Manufacturer narrative:
The device was returned to stryker for evaluation. The reported issue could not be duplicated with known working batteries. It was noted the customer's batteries were from 2020 and 2018 and the customer was advised to replace with new batteries. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Stryker contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank.

Event description:
The customer contacted stryker to report that their device shuts off intermittently. In this state the device would not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported.